Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the clinic, as the patient was dizzy and felt her head swimming. A pacemaker check revealed stored episodes on the right ventricular (rv) channel, with loss of capture (loc), due to noise being oversensed. The noise was later replicated with isometrics. Outputs needed to be increased to 5 v and sensitivity was set to 10, but was occasionally still sensing noise. Additional information indicated that after programming changes were made, capture was also intermittent. The pacemaker was reprogrammed to eliminate any chance for oversensing. An x-ray was performed and was unremarkable. When the physician opened the pocket, the leads were secure in the header. The lead was not tested with the pacing system analyzer and was successfully replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the right ventricular (rv) lead revealed an inner insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact most likely between the inner coils and outer coils. The reported loss of capture, high threshold, and noise are likely the result of the lead damage observed by the laboratory and not a result of this pacemaker.